Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the port was placed in the left subclavian vein. A subcutaneous break was reported near the vessel puncture site and migrated to the right ventricle and coronary vein. The catheter and the port were removed via snare wire. There was no reported patient injury.

Event description:
It was reported that the port was placed in the left subclavian vein. A subcutaneous break was reported near the vessel puncture site and migrated to the right ventricle and coronary vein. The catheter and the port were removed via snare wire. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The sample returned for evaluation was one x-port MRI with 8 fr s/l groshong catheter. The catheter was returned in two segments. Visual and microscopic evaluations were performed of the physical sample. The complete break was noted 3.4cm distal to the proximal end of the cath-lock. The fracture surface of the splits has smooth, rounded sections, peeled/granular sections, and oval orifices, which is consistent with flexural fatigue damage. Therefore, the investigation is unconfirmed for the reported subcutaneous leak/break/split w/embo and confirmed for flexural fatigue damage. The investigation indicates that the root cause is flexural fatigue damage, which is related to clinical conditions. A review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, possible complications and contraindications showed that the product labeling is adequate.